Manufacturer narrative:
This is a correction to the 3500a initial report as an incorrect UDI was provided. UDI field of this report has been updated accordingly. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products were used in this study: 4-mm-tip non-irrigated-tip catheter navistar catheter other companies devices were not used in this study. (B)(4). This product is not returned to the bwi.

Event description:
This complaint is from a literature source. It was reported that with 130 consecutive patients who underwent catheter ablation of idiopathic left bundle block morphology (dominant s wave in lead v1) ot-vas between january 2010 and february 2015. Among them, 1 patient (reference group) had deep vein thrombosis and pulmonary embolism after discharge. Additional information was received on this event. It was reported one (B)(6) female ((B)(6)) patient (reference group) had deep vein thrombosis and pulmonary embolism. Patient discharged after one-week anticoagulation therapy and fully recovered. Lot # 15255052m 7.5f 3.5 mm ez steer thermocool nav f-f curve catheter was used in the event. The author stated that bwi device did not led to the reported patient consequence, the event may probably due to long rest time with patient legs unmoved. The author also stated that the event was possibly procedure-related. The event resulted in mild impairment of a body function or damage to a body structure. Title: ¿outcomes of catheter ablation of idiopathic outflow tract ventricular arrhythmias with an r wave pattern break in lead v2: a distinct clinical entity¿ the purpose of this study was to characterize the anatomic origin, electrophysiological features, and outcomes of catheter ablation of outflow tract ventricular arrhythmias with a pattern break in lead v2.